Manufacturer narrative:
On (B)(4)-2010, resmed received a letter from a pt who disassembled their personally owned medical device and performed a visual inspection. Based on their inspection, the pt claims they discovered water damage within the unit along with the presence of a brown and black material; interpreted as mold. The pt stated the presence of this mold led them to develop symptoms similar to asthma. The pt was examined by a medical doctor and was provided medication for treatment. The device has not been received or investigated by resmed. Therefore, we are unable to confirm the alleged malfunction or any potential link between the pt's visual inspection of the device and potential clinical signs.

Event description:
A pt is alleging they developed asthma symptoms from using a resmed flow generator.